Event description:
Monitor would only monitor pt in lead iii. There was nothing but artifact in leads I, ii and mcl1. Changed batteries and monitor patches. No changes. Also, unit prints a random code summary without monitor asking it to.